Manufacturer narrative:
H10: the key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) replaced the flow sensor assembly to resolve the issue. The device was returned to service.

Manufacturer narrative:
E1: reporting address line 1: (B)(6) reporting address state: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a flow sensor that is out of range. It was unknown how the issue was found. No patient or user harm reported.